Manufacturer narrative:
Covidien reference number: (B)(4). The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended to run the performance verification test (pvt) to verify proper operation of the device.

Event description:
It was reported that, while in use on a patient, a 840 ventilator generated a device alert. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of the reported event.